Event description:
Our distributor in (B)(6) reported that during receiving and inspection, the pouch containing this sterile tubing set was found with a portion of the seal open. There was no pt involvement, serious injury or surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this product for eval, and confirmed the reported problem. A visual examination of the packaging found the pouch not sealed correctly. A portion of the pouch opposite the chevron was sealed on an angle, which resulted in an unsealed area. No trend has been identified for this problem, and mfg operator retaining has been initiated.